Event description:
Description: reporting fragility of glass needles is made of shipment of sterile empty vial and injector, 30 ml single use, for the use with a compatible hospira pca pump set with injector and a compatible hospira infusion device. Made by hospira inc. One/ list no. 6021-03. These large glass needles are very fragile, when a shipment comes in there are some that the glass is broken or cracked. Reports from nurses have told the pharmacy that when manipulating these needles, some have broken as well. Medication administered to or used by the pt: no. Pt counseling provided: unk. Relevant materials provided: none. (B)(4).